Event description:
Information received indicates the foot section of the stretcher is slowly drifting down.

Manufacturer narrative:
The technician found the foot cylinder was leaking fluid. He replaced the foot cylinder to repair the bed.